Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The patient and a healthcare provider via a manufacturer representative reported that the patient's leads had pulled out of the epidural space. Due to this issue the patient had a loss of paresthesia. X-rays were taken and a surgery was performed on (B)(6) 2016 and the leads were replaced. The issue was considered resolved and the patient status was listed as alive no injury at the time of the report. The patient was implanted for failed back surgery syndrome and spinal pain.

Event description:
Additional information received from the consumer reported that the cause of the leads pulling out was unknown.